Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced tubing damaged. The following information was provided by the initial reporter: tubing breaking off.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced tubing damaged. The following information was provided by the initial reporter: tubing breaking off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.